Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600+ mg/dl. The customer reported a message from the pump stating that it was not working. The customer was driving to the emergency room and was not able to troubleshoot. The product was not returned for analysis.